Event description:
It was reported that there was atrial pacing with ventricular safety pacing every other beat, and possible p-wave undersensing, with possible noise. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this report reflects the information previously reported in FDA report number 2649622-2012-01467. That report has now been redacted due to the report being filed on the incorrect device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.